Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a replace generator soon message. A field representative met with the patient and the battery showed to be low. As a result, the patient may undergo surgical intervention.

Event description:
Review of records shows the patient underwent surgical intervention wherein the scs ipg was replaced.

Manufacturer narrative:
A system displaying warning message ¿replace generator¿ was reported to abbott. The implant was subsequently replaced by physician. The results of the investigation are inconclusive since the device nor logs or settings were returned for analysis. Based on the information received, the cause of the reported incident is consistent with the ipg reaching end of life.

Manufacturer narrative:
After analysis of generator logs, it was found that the ipg was found to have received a true eri and should not be under the eri CAPA.